Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer. We informed the office that the patient was most likely having an allergic reaction to the hema n the desensitizer and that they need to instruct the patient to stop using the desensitizer indefinitely . Followed up with dentist office on (B)(6) 2016 . They reported that the blisters had healed and swelling subsided. The patient ceased using the desensitizer on (B)(6) 2016 . After that time, all symptoms of swelling and blisters subsided and healed. Dentist and patient were in agreement that the symptoms were a reaction to the kor desensitizer and patient will resume whitening with an alternate method to treat any sensitivity that she might have.

Event description:
Dental office called reporting that the patient reported these symptoms earlier and they had her stop whitening until the swelling subsided. When she started whitening again, the swelling and sores came back. Informed the office that the patient was may be having an allergic reaction to the desensitizer and should cease using it indefinitely.